Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The upm was returned for failure analysis, and the reported failure was confirmed but not replicated. A visual inspection found no issues related to the reported failure. In system logs, errors 33 and 34 were found, confirming the fault occurred in the field. The upm was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The board was configured and programmed without issue. The system started up without any error. Fa ran 10 power cycles and they all passed. The upm remained on the test system for hours in normal operation with no issue. Both power supply (ps) units were returned and error 417 was confirmed and replicated for one but not replicated for the other. System logs confirmed error 417 and that one of the redundant power supply units is failing, confirming the fault occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The units were installed onto a golden system where one did not function properly. The unit did not power on or have led light to indicate it had power. However, the other ps was left installed on the system and power cycled with no issues. Upm status was checked and the voltage and current were operating below minimum as of these findings. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an energy storage problem within the upm as well as an electrical component problem with power supply.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an error 33 appeared upon startup with a battery low message after anesthesia, despite the battery status displaying full. The system had already been rebooted, and a hard power cycle with emergency power off (epo) was performed, but the error persisted. An earlier incident of fluid intrusion had caused a power cut, after which two surgeries were completed without issue. A second hard power cycle then resulted in error 34. Errors 33 and 34 were identified in the logs, indicating a universal power manager issue, which may have been related to the fluid intrusion. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal power manager (upm), battery and battery supplies due to multiple errors at startup. The system was tested and verified as ready for use. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).